Event description:
The customer reported that the patient was complaining of increased pain which the nurse was unable to get under control. Upon the nurse's assessment it was found that the patient's bed linens were wet and the pca tubing was leaking at the y connection. The md was called and an additional medication bolus was ordered to counteract the patient's increased pain. There was no lasting harm caused to the patient.

Manufacturer narrative:
The customer¿s report that the pca tubing was leaking at the y connection was confirmed. Visual inspection of the set showed no anomalies. Examination under magnification did not show any gaps at the engagement of the set¿s microbore tubing and the inlet port of the y-site, and the tubing remained securely attached following a ¿tug¿ test. However, during flush tests, fluid movement was observed in between the outer wall of the tubing and the inner wall of the y-site tubing attachment area, indicating a solvent channel (insufficient application of solvent during the manufacturing process). Functional and pressure testing confirmed leaking at the engagement between the microbore tubing and one of the two inlet ports of the y-site. Dimensional analysis was performed and the tubing was within specification. The cause of the leaking was determined to be insufficient solvent being applied at the engagement due to equipment and/or operator error.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the patient was complaining of increased pain which the nurse was unable to get under control. Upon the nurse's assessment it was found that the patient's bed linens were wet and the pca tubing was leaking at the y connection. The md was called and an additional medication bolus was ordered to counteract the patient's increased pain. There was no lasting harm caused to the patient.